Event description:
Ous MDR - it was reported that during the whole implant duration of about 1 month the interrogation of this device could not be obtained. No adverse pt side effects have been reported. The device was explanted.

Manufacturer narrative:
Ous MDR.